Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 85 to 95mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on 10/16/2018, a back to back blood test was performed non-fasting by the customer and produced test results of 192 and 181mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 3/31/2020 and open vial date is three months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:143mg/dl, date: (B)(6) 2018, time:n/a, fasting; result 2:117mg/dl, date: (B)(6) 2018, time:n/a, fasting; result 3:59mg/dl, date: (B)(6) 2018, time:n/a, fasting; result 4:141mg/dl, date: (B)(6) 2018, time:n/a, fasting; result 5:183mg/dl, date: (B)(6) 2018, time:n/a, non-fasting. Customer is concerned with the back to back results that he is getting from his meter. Customer had a result of 59mg/dl in the meters memory. Customer stated that he was not having any diabetic symptoms when he got that result. Customer is now also concerned with the low results from his meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 10/30/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction; correction made on section h. Evaluation codes changed reflecting the device evaluation.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all the results obtained. The expected fasting blood glucose test result range is 85 to 95mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 192 and 181mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 3/31/2020 and open vial date is three months ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer is concerned with the back to back results that he is getting from his meter. Customer had a result of 59mg/dl in the meters memory. Customer stated that he was not having any diabetic symptoms when he got that result. Customer is now also concerned with the low results from his meter.